Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4)

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -12.0/+1.5/090 (sphere/cylinder/axis), in the patient's right eye (od) on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due excessive vaulting and significant reduction of irido-corneal angles. The lens was exchanged for a shorter lens and the problem was resolved. The reporter indicated the cause of the event was due to wrong sizing recommended. At last post-op visit, the right eye is red but feels well.

Manufacturer narrative:
Device evaluation: the lens was returned in liquid, in lens case/vial. Visual inspection found no visible damage to the lens. (B)(4).